Manufacturer narrative:
Three trocar blades were received for eval. A visual inspection was performed and it was observed that two of the three samples had damaged tips and one of the handles with a damaged blade had a bent handle. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the bent tips is unk. (B)(4).

Event description:
A surgeon reported that the guides were not enough fine and not enough sharp during a sclerectomy procedure. The device was used despite the defect but with an "important pressure and a putting out of shape of ocular globe." The procedure was completed with no harm to the patient.